Event description:
A home patient (hp) contacted (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated he pressed go to start therapy before connecting to the machine. The tsr instructed the hp to cycle power to the machine to clear the alarm and to start over using new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; the sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, the cause of the alarm is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).